Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing presyncope. Device interrogation revealed stored noise electrograms. The noise was on the right ventricular lead; no other anomalies were noted. Isometrics did not reproduce the noise. The physician elected to program the device to voor mode and monitor the patient.